Event description:
Caller alleged imprecision between inratio2 meters. Results as follows: inr = 5.0; second meter inr = 1.9. One set of data provided from single patient, using 2 different strips, fresh finger stick for each test; meter (issue of high results) = 5.0 and another inratio2 meter (no serial number provided) = 1.9. No patient information was provided; customer was not open to troubleshooting. Customer's meter was being replaced.

Manufacturer narrative:
Investigation pending.